Event description:
It was reported that this pacemaker exhibited out of range right atrial (ra) pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however, a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited out of range right atrial (ra) pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out of range right atrial (ra) pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however, a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out of range right atrial (ra) pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however, a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.